Event description:
Reported due to difficult device removal requiring surgical intervention. The physician attempted an "antegrade closure" of an arteriotomy site with the perclose proglide device following a peripheral intervention. Fluoroscopy was performed prior to the procedure with the following findings: vessel size was "at least 6mm," it is unk if the vessel was tortuous and the site was confirmed to be in the common femoral artery (cfa). It is unk if scar tissue is present in the groin site; however they reportedly had one prior procedure. Reportedly, the physician encountered resistance and kinking of the device during insertion; however, it is unk if fluoroscopy was performed to determine the cause of resistance. The physician proceeded to use the device by pushing the device into the vessel. It was noted that pulsatile flow was obtained and the foot was deployed at ninety (90) degrees. The physician attempted to withdraw the device and encountered difficulty removing the device. The device was stuck in the pt's groin. The pt was sent to surgery for device removal. Reportedly, the surgeon noted that the foot was deployed outside the vessel and the sheath was kinked ninety (90) degrees. It was noted that there was no vessel damage and the surgeon describes the repair as an "easy fix." The pt stayed overnight and was reportedly discharged the next day. At last report, the pt is said to be "doing well." Although requested, no add'l info was provided.